Event description:
The port was replaced on (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Event description:
It was reported post implant a realize band, the patient had 12 adjustments-total of 8 ml in band. The patient had loss of restriction and tubing was in abdomen. The strain relief was still connected to the port. The port was replaced in (B)(6) 2010 with no patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.